Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the second clip was loaded into the jaws and resting in the normal jaw position. As the jaws were slowly closed on the tissue, you could see one of the legs start to slip out of the jaw and it ended up scissored on the tissue. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.